Event description:
Caller reported occlusion alarms. There was no impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and resumed insulin use.